Manufacturer narrative:
Follow-up #1: date of submission 11/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/27/2016 with the following findings: during investigation, evidence of moisture was found behind the display lens. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find moisture on the main printed circuit board/transceiver. Unrelated to the original complaint, the battery compartment was cracked at the case seal to the left of the bumper, and below the bumper. Additionally, the display was dim fading pink. In addition, the audio bolus button cover was punctured but was responsive during investigation. The keypad cover was lifted at the ok button and all keypad buttons were responsive. The keypad cover was removed to find no contaminants under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. Reportedly, there was moisture ingress present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.